Event description:
It was reported that impedance increased from 450 ohms to 4632 ohms, thresholds increased, there was oversensing, the patient received shocks for noise, and there was a possible lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.